Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion area was an area of an instent restenosis (isr) located in a moderately tortuous distal right coronary artery. A 10/3.00 flextome cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured at 4atm. The device was simply removed from the patient's body and the procedure was completed with a different device. There were no patient complications reported and the patient's condition was good.